Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an inappropriate therapy when their implantable cardioverter defibrillator (ICD) detected and treated a supra ventricular tachycardia (svt) as a ventricular tachycardia (vt). Undersensing on the right atrial (ra) lead was also noted. Reprogramming was completed. The device and lead remain in use. No patient complications have been reported as a result of this event.